Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/14/2015 with the following findings: the black box (bb) history dates from (B)(6) 2015. The bb data from the time and date of the event had been overwritten due to continued use of the pump. One cs 177 observed in the bb history due to normal battery usage. The returned battery cap threads were found to be stripped. Unable to secure returned battery cap to the pump. A test battery cap secured to the pump and was used to complete the investigation. Pump current draws within specifications. Two battery compartment cracks were observed on the side at the threads. No evidence of moisture observed in the battery compartment. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. Unable to duplicate battery life issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.